Event description:
Event description guidant received information that during an attempted implant of this transvenous defibrillation lead, noise was noted on the rate/sense channel. The noise was oversensed leading to an inhibition of ventriclar pacing and ventricular undersensing of induced arrhythmia. The lead was repositioned several times with no resolution to the issue.